Manufacturer narrative:
The lot number for five malfunctions were provided and a lot history review was performed. The devices for five malfunctions has not been returned for evaluation, however, medical records provided fro 3 malfunctions. Per review of the medical records, the investigation for 2 malfunctions is confirmed and one malfunction is inconclusive for malposition of device. Catalog number for one malfunction was updated as ec500f. The investigation for remaining malfunctions is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (Lot number - gfuf3067, unknown).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of the device. This information was received from various sources. All five malfunctions involved patients with no patient consequences. The three patients ranged from (B)(6) years of age and one patient weight is (B)(6) lbs. Age, weight and gender of the remaining patients were not provided.

Manufacturer narrative:
H10: the lot number for four malfunctions were provided and a lot history review was performed. The devices for five malfunctions has not been returned for evaluation, however, medical records provided for all the malfunctions. Per review of the medical records, the investigation for 2 malfunctions were confirmed and one malfunction is inconclusive for malposition of device. For one malfunction, 1528 - difficult to remove and 2976 - material deformation were added additionally and investigation is confirmed for filter tilt, retrieval difficulties and material deformation. For another malfunction, 4001 - patient device interaction problem was added additionally and the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: d4 (lot number - gfuf3067, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of the device. This information was received from various sources. All five malfunctions involved patients with no patient consequences. The two male and three female patients age ranged from 45-61 years and one patient weight is 300 lbs. The weight of the remaining patients were not provided.